Event description:
The patient was implanted for treatment of depression reporter indicated that an ent had diagnosed the patient with vocal cord paralysis. It was reported that stimulation was initated two weeks post implant, but that the patient experience continuous mild coughing and mild voice alteration since the implant surgery. The symptoms did not change after stimulation was initiated. No response has been received to manufacturer's request for additional information from treating physician (via fax x1, via telephone x2); therefore, investigation to date has been unable to determine whether the condition is permanent or temporary and whether intervention was required to prevent permanent impairment. Since the onset of symptoms occurred immediately following implant surgery, it is believed that the reported event of vocal cord paralysis was not caused by device malfunction, but that it is a complication fo the surgical procedure.